Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient developed inflammation and an abscess infection at the sensor needle puncture site. On (B)(6) 2025, the patient visited the emergency department (ed) and underwent an incision and drainage (I&d) procedure with a localized anesthetic injection to alleviate the abscess at the sensor needle puncture site. The cut was sealed with surgical glue, and a sterile gauze was placed over the site. No lab diagnostic testing was reported. The patient discharged home with a prescription for a course of oral antibiotic medication (name and dosage not specified, to be taken three times per day for 10 days). At the time of the report, the patient indicated he was changing the dressings on his own and the wound was beginning to heal. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.